Event description:
This is a spontaneous report by a consumer with supplemental information provided by a nurse in (B)(6) of peritonitis in a female patient coincident with dianeal pd4 ambuflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapies intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported by the home patient (hp). On (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event. Initially, the cause of peritonitis was, the patient made mistake/touch contamination treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, additional information was received from the pd nurse (pdn): the cause of the peritonitis was really unknown, and not a touch contamination. The patient was recovering from the peritonitis. Pd therapy was ongoing. The peritonitis was not related to dianeal solution or to baxter devices or disposable products.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12d21046 and h12e06028 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.